Manufacturer narrative:
H6: as part of the investigation ventec downloaded the device's electronic records for analysis. Ventec observed that in the days leading up to the reported date of event, there had been multiple instances of the device being used with the incorrect breathing circuit (patient circuit) according to the patient's settings. For example, if the patient's settings called for a passive circuit, an active circuit was connected instead. When the initial reporter was contacted to confirm what type of patient circuit was being used at the time of the event, they could not recall that information. Using the incorrect patient circuit type will not allow the ventilator to function correctly. When the therapy is changed, the display will ask for a pre-use test to be performed. Had the clinician performed this function, then they would have seen that the reported ventilation output issues were occurring due to incorrect leak values as a result of the incorrect patient circuit being used. Due to the use of an incorrect patient circuit, the device had also logged multiple alarms including (but not limited to) patient circuit disconnect and low inspiratory pressure. When ventec evaluated the device using the appropriate patient circuit type based on the patient's settings, proper device operation was observed. The vocsn clinical and technical manual states: "each time the ventec one-circuit or its configuration is changed, or the circuit type control is modified, run a pre use test before initiating therapy. The pre-use test will calculate the resistance, and leak of the ventec one-circuit to ensure ventilation therapy is delivered accurately. Warning: to ensure patient safety, check the ventec one-circuit and verify that all system settings and presets are appropriate before providing therapy, and on a routine basis during therapy." [P.25]. Based on the information available, it is reasonable to conclude that there was no malfunction of the device and that the user was using the incorrect patient circuit for the device's settings. The investigation determined that the cause of the reported issue was user error.

Event description:
The following was reported to ventec: "the ventilator malfunction occurred on a day when I was not present in the building. From what I was informed by both respiratory therapists, the ventilator sounded strange when they entered the patient's room, and the patient did not appear to be receiving adequate ventilator breaths. Staff removed this ventilator from the patient and placed the patient on one of the backup vents." There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue, however, medical intervention was necessary in order to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
H6: ventec performed an initial evaluation of the device. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report (B)(4) - section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).